Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states (B)(4) mixing valve broken spraying water all over.